Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient was at home sitting on the couch and fell asleep for over 2-3 hours. When he woke up, he was covered in sweat, felt dizzy and nauseous. His wife assisted him to the bathroom and he collapsed. Prior to falling asleep, the cgm reportedly had signal loss and lost bluetooth communication with the insulin pump. The patient's wife called 911. When paramedics arrived, they checked a bg and it was 31 mg/dl. He stated his bg might have been lower when he collapsed. Paramedics gave the patient glucose gel and took him to the emergency room. At the ER, the doctor treated the patient with IV therapy and pain medication. The patient's bg was checked and it was 160 mg/dl (post treatment of glucose gel at home). When the patient fell, he fell to his knees and suffered knee injury causing him to have difficulty walking. At the ER, an x-ray was done for his left knee and both ankles as well as a CT scan. His injuries reportedly resulted in the need to go to physical therapy. After 6-7 hours at the ER, the patient went home. Data investigation could not confirm signal loss issue. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.